Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as needle-cuff disengagement. Return device analysis observed a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/ suture pulled beyond point of tautness due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred for the first proglide device. The suture of the second proglide device was successfully pre-placed. A cuff miss also occurred for the third and fourth proglide devices attempted. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.